Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10tl-us is available in the USA with a 510k number k180285. We checked the returned unit and confirmed that the objective lens unit cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens unit. In addition, we confirmed that the light guide fiber bundle (lcb) broken, and the u/d and the r/l pulley wire worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).